Event description:
On sunday august 31st I put my contacts in after leaving them in opti-free puremoist 5-in1 overnight. This was my first time using this product. Within 30 seconds my eyes started burning and watering profusely. I took out my contacts and flushed my eyes with water for three minutes each. The next day my eyes were almost completely swollen shut which is when I went to the emergency room. Product lot: 12w37 product expiration: 03-31-2028. Refer to additional documents in i2k.